Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display as well as critical pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer state that the contacts on the battery cap are neither missing nor damaged. Insulin pump was exposed to moisture. Customer states battery compartment is neither damaged nor corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify critical pump error (open book image) alarm due to blank display.